Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Ventricle output connector is broken. Battery contacts are compressed. Upper and lower cases and battery drawer are broken. Ring cover, battery release, heart block, lead flex cover, heart wire contacts, and battery flex are contaminated. Two side bail covers and two side bails are missing. The ring is bent. Keyboard is scratched.

Event description:
It was reported the ventricular connector is broken. The device was returned for repair. No information was received indicating patient involvement.